Manufacturer narrative:
The coils were not returned for evaluation as the coils were implanted in the patients and the pushwires were likely discarded. The reports of coil loop in parent vessel were not confirmed, and the cause for the events could not be determined. No issues were reported during delivery of the coils. It is possible that the reported anatomical wide necked and/or complex aneurysms contributed to the coil loop protrusions. All coils are 100% inspected for damages and irregularities during manufacture. Please note that it is unknown what coils were implanted in the patients, as axium and nexus coils were used. Follow up attempts have been made, however, our attempts have been unsuccessful. Linked events: 2029214-2017-00712, 2029214-2017-00713, 2029214-2017-00714. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿coil embolization of anterior circulation aneurysms supported by the solitaire¿ ab neurovascular remodeling device¿ medtronic received report of 45 patients (aged 32¿76 years; mean 59.1 years) harboring 46 wide necked and/or complex aneurysms of the anterior circulation were treated. In seven patients, ¿bailout stenting¿ was necessary due to protruding coils during the coiling procedure; these procedures were technically easy and uneventful.